Event description:
It was reported that there was a piece of red tape inside the package of the minicap. The hp stated that the side of the package was not sealed and it appeared to have a red string coming out of the open package. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown but was reported to be a couple of weeks prior to the aware date. The manufactured range was: 10/24/2013 to 10/31/2013. A review of all batch record documents was conducted for lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) evaluation summary: the device was received for evaluation. Visual inspection revealed that there was red tape on the top web foil of the pouch, causing the seal to be open. Initial evaluation verified the reported condition. A CAPA was opened and awareness training was conducted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the sample was completed. The reported event was verified through the device evaluation as the pouch¿s integrity was found to have been compromised due to a strip of red splicing tape on the inside of the pouch. This resulted in an open seal which allows air to enter the pouch and dry the sponge. If additional relevant information is obtained, then a follow-up MDR will be submitted.